Event description:
It was reported that the left ventricular lead exhibited an increase of threshold from 1.25 v at 0.4 ms to 3.0 v at 0.8 ms. Chest x-ray images revealed no anomalies. The lead remained implanted.